Event description:
It was reported that a malfunction occurred on the pump, specifically displaying a malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer experienced this issue multiple times and contacted technical support, who confirmed the pump was still under warranty and arranged to send a replacement pump with updated software. Customer will continue to use current pump.